Manufacturer narrative:
H.6. Investigation summary: twelve (12) samples were received from the customer for investigation. The returned sample had been used and were contaminated and therefore were unable to be leak tested due to possible contamination of the testing equipment. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. In the customer verbatim the customer stated that the medication has not leaked completely past the stopper. Bd defines leakage past the stopper as leakage past both stopper ribs; therefore, the condition reported by the customer cannot be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Event description:
It was reported that during use leakage occurs past the plunge with a bd luer-lok¿ syringe bulk sterile pharmacy convenience pak. The following information was provided by the initial reporter: (3 of 3 complaints). It was reported that the customer has had numerous instances of drug fluid leaking from the syringe into the space between the first and second ribs of the plunger. Additional information received 2019-11-12: customer stated that the medication has not completely leaked past the stopper to cause exposure and is not specific to one medication. Issues started to be reported on friday, 11/08, and was an ongoing issue over the weekend. No specific dates of occurrence or patient identifiers are available. Noted that samples are being sent to sales rep (B)(6) to return for investigation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9211314. Medical device expiration date: 2024-07-31. Device manufacture date: 2019-09-04. Medical device lot #: 9242233. Medical device expiration date: 2024-08-31. Device manufacture date: 2019-09-04." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use leakage occurs past the plunge with a bd luer-lok¿ syringe bulk sterile pharmacy convenience pak. The following information was provided by the initial reporter: (3 of 3 complaints) it was reported that the customer has had numerous instances of drug fluid leaking from the syringe into the space between the first and second ribs of the plunger. Additional information received 2019-11-12: customer stated that the medication has not completely leaked past the stopper to cause exposure and is not specific to one medication. Issues started to be reported on friday, (B)(6), and was an ongoing issue over the weekend. No specific dates of occurrence or patient identifiers are available. Noted that samples are being sent to sales rep (B)(6) to return for investigation.